Event description:
(B)(4). It was reported that the vertier surgical table foot locks are randomly unlocking while using the sidne voice control system to control the table. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. There is no expiration date for this product. The serial number of the table is unk at the time of this report. The table is being sent to a third party for repair. Eval and investigation into the alleged malfunction is ongoing. Eval summary: the table has been shipped to a third party repair company, but further eval is pending. The root cause for this failure is unk at this time. This is not a single use device.